Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va0xy58, implanted: (B)(6) 2015, (B)(6), (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an ins replacement and high impedances were found both pre-operation and post-operation on their right electrode. Their right pre-operative electrode high impedances were: c8-4171 c9-2106, 8 & 10-4452, 8 & 11-4593 their right post-operative electrode high impedances were: c8-3508, 8 & 10-4009, 8 & 11-4200 it was further noted the patient was programmed using electrodes c+, 11- on the right. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The serial number of the ins that was implanted in the patient on the day of the event was updated. The lot number of the lead involved with the high impedances was unknown. The patient's weight was unknown. The cause of the high impedance was undetermined. No further complications were reported as a result of this event.